Event description:
Caller alleged discrepant results with the inratio meter. Results as follows: date: (B)(6) 2012, inratio inr: 5.3 and 4.6. The time between testing was immediate and using a different hand for each test. Meter was not in correct mode when finger stick performed. Therapeutic range 2.5-3.5 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.